Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical discectomy fusion (acdf) at the c4-c7 levels on (B)(6) 2017. The patient was implanted with a skyline plate, three (3) vertigraft spacers with central lumen, and a vivigen pouch. The patient presented with pseudarthrosis and c6 screw fracture on (B)(6) 2018.